Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the motor continues to run, even if the button is not pushed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a service and repair evaluation was completed: the investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. During pre-repair diagnostic assessment the service technician identified the failure as a gear seized, jammed and heavy moving. The device has been serviced and functional testing has been performed in accordance with the service & repair procedure. The defective parts were replaced and serviced. The service technician identified the probable root cause as normal wear and strain wear. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.